Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged which was confirmed in a chest x-ray. Analysis also revealed far field r-wave (ffrw) oversensing and no capture. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.